Event description:
A memory lens iol implanted in the right eye has been explanted & replaced and a vitrectomy performed due to opacification. No surgical complications reported. Cornea clear with inflammation (2+ flare & cells) one day post-op with good prognosis. No further information is available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacturer was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.